Event description:
During a remote follow up, the device was found in back-up mode resulting in high-voltage (hv) therapy being disabled. Technical support was contacted for a device reset that was not successful. The device was explanted and replaced to resolve this event. The patient was stable.

Manufacturer narrative:
The reported event of reset was confirmed. Upon receipt, the device was unable to communicate due to low battery voltage. Device image received from tech services confirmed reset due to por (power-on-reset) from low battery voltage and excessive high voltage therapy. Tech services reviewed the device image and confirmed the device behaved as programmed. The cause of the reported event and no communication upon receipt was due to low battery voltage and excessive high voltage therapy.